Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to repeated recoverable error 23210. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the following was found: iin artemis, the "23210" error was found, indicating "amp high-side switch startup test failed on usm #4" on the usm "0x3" axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the "23210" error was triggered, indicating a fault on the "0x3" axis, replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp), where "direction test" was found to be failing on the "0x3" axis. Once testing was completed, the "axes controller spar hall sensor (acsh)" was aba tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted lung surgical procedure, prior to administration of anesthesia and prior to first port placement, the customer encountered a recoverable error 23210 on universal surgical manipulator (usm) 4. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, the customer had power-cycled the system, but the issue was not resolved. Tse found repeated recoverable error 23210 in the logs pointing to usm 4. Tse had the customer perform a hard power cycle with emergency power off (epo), but the issue persisted. The tse advised the customer to disable usm 4 and to start the procedure with the remaining three usm arms. However, due to the nature of the procedure, the surgeon decided to abort the procedure. The procedure was aborted with no patient involvement.